Manufacturer narrative:
Visual examination reveals that the fiber is broken in two pieces. The fiber is broken 160 cm from the distal end. The fiber is also fractured 56 cm from the distal end. The exposed glass tip measures 4.0 mm and appears unused.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during preparation for a ureteroscopy procedure. According to the complainant, the laser fiber was already broken when it was removed from the packaging. There was no packaging damage noted. The fiber was not used inside the patient. The procedure was completed with another accumax 200 laser fiber without complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during preparation for a ureteroscopy procedure. According to the complainant, the laser fiber was already broken when it was removed from the packaging. There was no packaging damage noted. The fiber was not used inside the patient. The procedure was completed with another accumax 200 laser fiber without complications to the patient, who is reportedly ¿fine¿ post procedure.

Manufacturer narrative:
(B)(4).